Event description:
Patient on no medication for diabetes, would always get low blood glucose results on the suspect device. Patient did not feel well and at hospital her lab blood glucose was 918 mg/dl. Patient was treated with intravenous and is now taking insulin regularly.